Event description:
Reporter alleged obtaining a discrepant blood glucose value of 36 mg/dl back to back with a result of 72 mg/dl when testing was performed within 10 mins on the compact plus system. Reporter stated that at a different time another comparative test of 254 mg/dl was performed back to back with a result of 123 mg/dl within 10 mins on the same system. Reporter stated that, at a different time still, another comparative test of 587 mg/dl was performed back to back with a result of 223 mg/dl within 10 mins on the same system. Reporter indicated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the times of testing. Reporter stated that after she obtained the results of 587 mg/dl and 223 mg/dl she took extra insulin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. The suspect product was not returned to the MFR for evaluation.